Event description:
Pt reported pump malfunction for sn (B)(4), due (B)(6) 2019. Pump will not go beyond load cartridge. Once loaded, pump prompts her to load cartridge again. Patient switched to back up pump. No ae as result of pump malfunction. Pt returning defective pump. Replacing her back up pump same day ship. Reported to (B)(6) by: patient/caregiver. Diagnosis or reason for use: pah.